Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a motor error alarm. Customer also received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was unknown. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised to monitor insulin pump.